Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ipg) used for failed back surgery syndrome. Patient reported the day of the report that their ipg was no longer holding a charge. Patient reported they saw an end of service (eos) screen on their programmer. Manufacturer representative reported they were able to interrogate the ipg on the day of the report before the replacement and that they did not see an elective replacement indicator (eri) or an eos message. Patient reported their ipg was depleting of charge quickly after they charged. The power on reset (por) was cleared upon interrogation with code 0x8. Ipg was 1/2 full when interrogated. Impedances were within normal limits and the ipg was replaced on the day of the report. The issue was reportedly resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-feb-27. It was reported that the device analysis was complete and the device would not be returned to the manufacturer because the patient requested to keep the explanted device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.